Event description:
Report received on 1/24/2001 that pt had a right eye uncomplicated phaco and intracapsular implantation of a memorylens in 2000; inflammation was diagnosed on the first day after surgery. The pt had removed the dressing from the eye during the night and had manipulated the eye. The pt did not report pain at any time. An injection with steriods and antibiotics was given on the first day after surgery. On the second day post-op, the patient was transferred to the hospital. The hospital report states that no bacteria were found. It is the opinion of the opthamologist that the problem was caused by a foreign body reaction.